Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No vibration anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and it's vibrating. Customer's blood glucose was 113 mg/dl. Customer stated there wasn't anything unusual, she was in kick boxing class and set up a temporary basal. Customer was advised to discontinue use of the device, revert to backup plan, and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.